Event description:
It was reported that at 27,611 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be burnt at the tip. The fiber output beam was pulsating and the system was shutting down to standby mode; a "clean fiber tip" prompt was also received. Time expended: 4:40 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #434a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits moderate devitrification at the output windows; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.